Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: https://doi.org/10.1155/2020/8824896.

Event description:
Title: modified four-point scleral suture fixation technique for repositioning a dislocated intraocular lens in the absence of capsule support. The aim of the investigation was to study the efficacy of a modified four-point fixation technique for the repositioning of a dislocated intraocular lens (iol) with four eyelets in the absence of capsule support. Four patients diagnosed with akreos ao60 iol (baush and lomb, inc.) Dislocation were consecutively enrolled and treated by a single retina specialist at the (B)(6) hospital, (B)(6), between (B)(6) 2018 and (B)(6) 2019. 10-0 polypropylene (prolene®) suture was used during the surgery with a cif-4 needle passed through a partial thickness of the sclera. Reported complication was mild hemorrhage at the site of scleral incision, elevated intraocular pressure (iop) and transitory elevated iop with hyphemia. In conclusion, with this modified technique, dislocated intraocular lens (iols) with four-eyelets could be treated safely with favorable outcomes.